Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a 052-0001 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed several 052 call service alarms. A visual inspection of the pump showed evidence of moisture corrosion on the display screen and in the battery canister. The pump passed a leak test. The pump powered on to a blank display screen; the original complaint could not be fully investigated due to this. The pump cover was removed and moisture corrosion was observed on the printed circuit board and the transceiver board.